Event description:
A report was received that a patient was experiencing midline incision pain. The patient's symptoms include pain with light touch and palpitation whether or not the stimulator is on or off. The physician assessment revealed that the area does not appear to be infected, and that the pain may be due to tissue damage . The physician will be administering an injection at the site to help with the pain.